Event description:
Chemo was being primed for patient in priming room. Spiros used for priming chemo. When carrying chemo bag to patient room spiros all of a sudden disconnected from chemo bag and leaked on floor. Leak was stopped and bagged appropriately and cleaned up spill. There was no patient involved. Care team met with leadership, supply chain and manufacturer. Will bring in non-spinning spiros for trial. This is all the information available.